Event description:
It was reported that the patient experienced tremors and increased spasticity beginning (B)(6) 2012. It was reported that the patient had been without medication for 11 days. It was also reported that the low reservoir alarm date was (B)(6) 2012, and that the patient did not make it in for a refill. The medication used was compounded baclofen. No further information was provided. A follow-up was requested on the patient's status.

Event description:
Additional information: it was reported that the patient should have received a phone call from administration to schedule a refill appointment but the call was never made; also the parents of the patient did not call to schedule an appointment. The patient was admitted to the hospital for acute withdrawal on (B)(6) 2012. A critical alarm was heard when pump was empty. The parents did not hear either the refill alarm or the critical alarm. On (B)(6) the pump was refilled with 40ml lioresal 2000mcg/ml and was programmed to a new rate of 249.8 mcg/day. A 75mcg bolus was given. The dose was eventually titrated weekly back to 915 mcg/day. A versed drip was given from (B)(6) through (B)(6) and oral baclofen was increased. The patient was discharged from the hospital on (B)(6). Additional symptoms included tachycardia, hypertension and diaphoresis. The patient had been seen in the clinic several times since the event for reprogramming and refills and had returned to the previous baseline. Steps were being made to prevent this type of event from occurring again. The patient outcome was reported as serious life threatening injury/illness but recovered without sequelae.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter, (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).